Event description:
An alarm issue was reported with the adc device in use with a samsung sm a33 with android operating system version 13. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) and received hcp treatment of glucagon for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing signal loss glucose alarms with the freestyle librelink application. Successfully scanned and received signal loss glucose alarm notifications using a similar configuration (samsung galaxy s20, android 13, 2.8.4.9335) and unable to reproduce the complaint. Therefore this issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung sm a33 with android operating system version 13. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) and received hcp treatment of glucagon for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.